Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. It was reported that the file was reused, a possible contributing factor in this event.

Event description:
It was reported that a file separated in the canal duirng a procedure. Outcome of the event is unknown as the doctor preferred not to disclose further information.